Event description:
It was reported that shaft break occurred. A 24 x 3.50mm synergy megatron drug eluting stent was selected for use. It was noticed that the shaft was broken when the package was opened. The stent was not placed inside the patient. There were no patient complications reported.